Manufacturer narrative:
Upon receipt and inspection of the returned device, olympus identified the pressure sensor circuit board failed. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator front panel turned off and alarmed. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.